Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The device was explanted and then reused as external temporary pacer. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.